Event description:
It was reported to philips that the system geometry kept restarting during clinical use. The procedure was completed on a different system. No harm to patient or user was reported to philips. Philips has started an investigation of this complaint.